Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a blood leak on the left side of the lh750 coulter lh 750 slidemaker. The customer was wearing personal protective equipment (gown, gloves and goggles). No change to patient treatment, no death, serious injury, or exposure to mucous membranes or open wounds been reported in association with this event. The operator did not seek medical attention.

Manufacturer narrative:
A bci field service engineer (fse) drained the chamber vc-2 and replaced pinch valve vl-36b. Root cause for this event is a filled vacuum chamber and/or a defective pinch valve vl-36b.